Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The patient suffered from vessel disease in the left circumflex (lcx) and the left anterior descending (lad) arteries. Intra-vascular ultra sound (ivus) confirmed moderate calcium in the lcx. The lesion was pre-dilated with a 2.5x15mm apex coronary balloon and the 3.0x32mm taxus liberte drug-eluting stent (des) was advanced but unable to cross the lesion. When the stent delivery system was withdrawn, it was noted that the stent edge was flared. The physician implanted a shorter 3.0mm taxus des to cover the lesion. Post-procedure, an x-ray and ivus confirmed successful results. There were no patient complications and the patient's current condition is listed as "stable".